Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary drawer had struck. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A supplemental MDR was filed to correct the medical device catalog, unique identifier (UDI), medical device serial and medical device model.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) verified that the auxiliary drawer 3.1 had been stuck while opening but customer was able to get it shut. Then the fse tested the drawer and looked for debris and all test good. Then the customer verified functionality. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had struck. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer had struck. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.